Manufacturer narrative:
Unit received with broken off and missing end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to broken off and missing end cap. Also, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer reported that the reservoir was able to lock in place. Customer reported that the insulin pump was damaged at the reservoir compartment. The insulin pump will be returned for analysis.